Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples returned for evaluation. Pictures were attached which consisted of an unopened sample in its original packaging. The picture did not show enough evidence to confirm the reported defect of catheter breakage. No sample received. Without a sample, a full investigation could not be completed at this time. As a result, a definitive cause could not be determined. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during peripheral intravenous placement, catheter broke off in patient. Surgical intervention required to extract the catheter fragment.